Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 597 mg/dl. Patient's current blood glucose: 517 mg/dl. Customer reported that they had trouble with sensor. Customer reported that blood glucose went everywhere 550 mg/dl and everywhere. Customer took a shot and blood glucose was lowered. Customer checked blood glucose again about half hour ago and it is back up to 557 mg/dl. The customer experienced symptoms such as headache and nausea. Customer treated for high blood glucose with manual injections and pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.